Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: an infectious complication of a triathlon knee system developed 5-months post implantation requiring device removal and spacer implantation as first stage of a two stage infection treatment approach. Infection is a procedure-related complication of any arthroplasty with sometimes additional patient-related risk factors for which in this case the history of prior hto may be relevant. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: medical review indicates that infection is a procedure-related complication of any arthroplasty with sometimes additional patient-related risk factors however the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Due to infection, the doctor removed all components. The doctor implanted a cr femur and a cs insert for temporary spacer until the infection clears. Right knee.

Manufacturer narrative:
The following devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-339; lot# 6rm3. Triathlon cr fem comp #4 r-cem; cat# 5510-f-402; lot# abk3r. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# mnuvd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Due to infection, the doctor removed all components. The doctor implanted a cr femur and a cs insert for temporary spacer until the infection clears. Right knee.